Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the storage was being occupied by the windows folder, which exceeded 30 gb in size, resulting in the generation of error logs within that folder. The technical support specialist advised the customer to clear space on the c: drive/desktop by removing old installation files, backups, reports, or similar items to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was "1".

Event description:
It was reported when using the pyxis medstation es system, multiple users not able sign in to the server. The customer reported that the malfunction occurred while the user was attempting to administer medication to the patient, which led to a delay in the medication's delivery. There were no adverse events or injuries reported based on this incident.